Event description:
It was reported the gastrointestinal videoscope had a communication error code b30 during set up. There were no reports of patient involvement. Gastrointestinal videoscope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error code b30-scope communication error could not be established. Olympus will continue to monitor field performance for this device.